Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was returned with no telemetry available. The measured battery voltage was found to be 0.456 volts, much less than the minimum voltage required for full device function. After the device case was opened, severe electrical overstress damage was observed on the integrated circuit. Evidence of damage was visible near the high voltage capacitors. The extent of damage rendered the device¿s integrated circuit non-operational. As a result, no further functional testing could be performed.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had pericarditis. The right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) leads were explanted as a result. Another manufacturer's epicardial rv and lv leads were implanted. Approximately two weeks later, it was reported that the lv lead was not capturing. Boston scientific technical services (ts) discussed that the device had an is-4 terminal pin and that it would not be compatible with the is-1 terminal pin on the epicardial lead. The device was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) that had an is-1 connector. No additional adverse patient effects were reported.